Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the loss of capture was observed on the right ventricular (rv) lead. The rv lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed. No capture continued to be observed.